Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that for the first 4 weeks post implant, the patient was experiencing a painful electrical feeling going down their legs and into their behind. This sometimes occurred when the patient would get up from lying down or right after the controller had been charged, and it would typically feel it in their left leg first and then their right leg. At their 4 week follow up evaluation appointment, they met with a manufacturer representative (rep) who reprogrammed their settings. The patient was doing great for 3 days after the reprogramming, but they would still feel the electrical sensation from time to time, and would check their controller to find that the stimulation setting on both of their programs were at 0 volts and then increased back to the stimulation setting they had been on and would no longer feel the electrical sensation anymore. The patient also commented that on (B)(6) 2020, their legs were hurting bad. The patient clarified that the leg pain was pain they had prior to doing the trial for their device. They reported that when they had this leg pain, they would check their stimulation settings and would find the stimulation set at 0 volts. The patient confirmed that on the date of implant, the rep that was present at that time had programmed adaptivestim on their device. Patient services had the patient connect to the ins to check the programmed settings. The patient reported stimulation was at 0 volts. The patient then took a drink of water and when their neck went back, they felt the electrical sensation go through their leg. Patient services had the patient turn the ins off and redirected them to see their doctor to have their system checked for integrity issues and for reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that a 4-week follow-up appointment was done on (B)(6) 2020, and there was a no mention of abnormal shocking sensation at that appointment. They indicated that the patient¿s weight was unknown. The rep mentioned that the patient was seen on (B)(6) 2020 by the physician. They stated that the cause of the shocking and unexpected changes to stimulation was unknown, as they didn¿t see the patient on (B)(6) 2020. The rep stated that it is unknown if the issue has been resolved. No further complications were reported or anticipated.